Event description:
It was reported that the device could not be interrogated. The magnet rate was about 100 ppm. Pacing was at 60 ppm without magnet. An attempt to read the battery status was unsuccessful. The patient was not pacemaker dependent and was being paced 20% in the atrium and <1% in the ventricle. The battery will be monitered via magnet and the device will be replaced when the battery gets low.